Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd posiflush¿ sp pre-filled flush syringe nacl 0.9%, affected the pump alarms during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer today informed me that the posiflush sp syringe 0/9% sodium chloride syringes are not working correctly in our nexus sp cc pumps. The issue is they go into downstream occlusion alarms even with the alarm set to level 5. Customer states that an ordinary syringe does not have this issue and has noticed that the pre filled syringes have a different plunger set up with 3 seals instead of the usual 2. The customer was keen to tell me it inst one batch, its every batch they have used has the same issues. With seemingly higher astriction on the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd posiflush¿ sp pre-filled flush syringe nacl 0.9%, affected the pump alarms during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer today informed me that the posiflush sp syringe 0/9% sodium chloride syringes are not working correctly in our nexus sp cc pumps. The issue is they go into downstream occlusion alarms even with the alarm set to level 5. Customer states that an ordinary syringe does not have this issue and has noticed that the pre filled syringes have a different plunger set up with 3 seals instead of the usual 2. The customer was keen to tell me it inst one batch, its every batch they have used has the same issues. With seemingly higher astriction on the plunger.

Manufacturer narrative:
H.6. Investigation: based on the provided feedback, our quality team understands that this incident was related to customer misuse and therefore, there is no bd related quality defect to investigate. Per the follow up communication, it appears the customer has been made aware of the compatible products to prevent further issue.

Event description:
It was reported the bd posiflush¿ sp pre-filled flush syringe nacl 0.9%, affected the pump alarms during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer today informed me that the posiflush sp syringe 0/9% sodium chloride syringes are not working correctly in our nexus sp cc pumps. The issue is they go into downstream occlusion alarms even with the alarm set to level 5. Customer states that an ordinary syringe does not have this issue and has noticed that the pre filled syringes have a different plunger set up with 3 seals instead of the usual 2. The customer was keen to tell me it isn't one batch, its every batch they have used has the same issues. With seemingly higher astriction on the plunger.